Event description:
It was reported that the device needs repair. The investigation found that there was a damaged downstream occlusion seal and remote dose connector. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The investigation found that the downstream occlusion seal was detached, and remote dose connector was damaged. These were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.